Manufacturer narrative:
We are supplementing our initial MFR report #3007007357-2019-00003 with a correction on catalog # under section d. Suspect medical device. The original listed catalog # was 101-8786. The corrected/updated catalog # is: 102-4339. All other information are the same.

Manufacturer narrative:
(B)(4). This device has undergone three repairs dating in 2017, 2018, and 2019. The latest repair in 2019 was done by replacing the complete turbine with a new turbine, manufactured in july of 2018. Upon visual and operational inspections, the handpiece and turbine were verified to be performing as intended, no issues were identified.

Event description:
While the dentist was operating on a patient, the bur came out of the handpiece and the patient swallowed it.